Manufacturer narrative:
(B)(4). This lot was manufactured june 27 to june 28, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced no flow during infusion. The patient returned on the scheduled disconnect day; however, the unit was still full. According to the report, there was no obvious reason for this issue, and when a new infusor from the same lot was connected to the patient, no issues were encountered. There was no patient injury or medical intervention associated with this event. No additional information is available.